Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was repositioned due to lead migration. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy from their system following multiple falls. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.